Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of atrial activity. Technical services (ts) reviewed and noted there was inhibited lv pacing. Ts provided reprograming considerations. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.